Event description:
It was reported that the bd precisionglide¿ detachable needle hub separated from the bd¿ tuberculin syringe and remained in the shield. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle bent when shield was removed. Also reported needle hub separated and stayed inside of shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-15. H6: investigation summary: three sealed packages and two opened packages with 1ml s/t syringe and attached needles were received. The packages were confirmed to be from batch #8302532 (p/n 309623). The three sealed samples were evaluated and tested for shield removal force. All three samples were within product specification for the shield removal force. No defects have been identified in the returned samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ detachable needle hub separated from the bd¿ tuberculin syringe and remained in the shield. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle bent when shield was removed also reported needle hub separated and stayed inside of shield."